Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided guidance on performing a pump reset. After the reset, no further cgm error codes were displayed, and the caller successfully started their sensor session.